Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to high impedance on all contacts. Surgical intervention may be pending to address the issue.

Event description:
On (B)(6) 2020 patient underwent surgical intervention where the paddle lead was left implanted. Therapy restored postoperatively

Manufacturer narrative:
Correction: the date of surgery should have been (B)(6) 2020 rather than (B)(6) 2020 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.